Event description:
During a tumor debulking procedure in the lung using the laser fiber, the pt expired. Although the laser fiber was being used at the time of the pt death there was no indication that the death was a result of the use of the fiber or related to use of laser energy.